Event description:
It was reported that this electrode exhibited sub-optimal signal amplitude measurements, noise, oversensing and high shock impedance measurements of 179 ohms. Surgical intervention was undertaken. The electrode was repositioned to achieve lower shock impedance and better amplitude measurements. No additional adverse patient effects were reported. The revision procedure was successfully completed and this device remains in service.